Manufacturer narrative:
The investigation was unable to determine a specific root cause. There have been no further complaints since the engineer performed service.

Event description:
The customer complained about a questionable result for hcg+ss - intact human chorionic gonadotropin + the ss-subunit on one patient sample. The hcg+ss was performed on an aliquot tube with a result of 0.17 iu/l. The doctor did not believe the result and asked for a repeat test. The test was repeated from the aliquot on (B)(6) 2013 with a result of >10000 iu/l. A dilution was performed with a result of 21345 iu/l. There was no death, injury, illness, or deterioration of health associated with the event. The patient was not harmed by any action taken. It was noted that prior to the event every one in five aliquot tubes tested was generating a "probe hitting side of tube error." An engineer checked the alignment of the probe and made adjustments. Performance testing was done. The lot number and expiration date of the reagent was requested but not provided.

Manufacturer narrative:
The event occurred in (B)(6).